Event description:
Related manufacturer report number: 2916596-2023-01823

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline fault alarms was confirmed via the submitted log file; however, it was not reproduced. A review of the submitted event log file spanned approximately 4 days ((B)(6) 2023 ¿ (B)(6) 2023 per time stamp). On (B)(6) 2023 at 08:23:32, the driveline power fault alarm was active due to a power b broken fault. The alarm remained active throughout the remainder of the log file. The alarms did not affect the controller's ability to operate the pump at the set speed. No other notable alarms active in the log file. The mod cable, lot 8601814 returned for analysis. The mod cable was functionally tested with the returned controller and found to operate as intended during analysis; no alarms were produced. The cables internal conductors were also tested, and no anomalies were noted. A root cause of the reported event could not be conclusively determined through this analysis. Device history record was reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use (rev. C) section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot driveline fault alarms. The heartmate3 lvas patient handbook (rev d) section 10 ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate3 lvad, including inspecting the driveline cable for signs of damage and ensuring that the modular in-line connector is secure and the connector locking nut is in the locked position. Heartmate 3 instructions for use (rev. C) section 2-¿system operations¿ and heartmate 3 patient handbook (rev. G) section 2-¿how your heart pump works¿ explain that if it has been determined that damage has been detected in the modular cable, it should be replaced. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient had a driveline power fault alarm, started on (B)(6) 2023 morning at 8:24 am. Low voltage advisories were also showing up from (B)(6) 2023 to (B)(6)2023 prior to this event. The patient admitted to sleeping on batteries. It also noted several low voltage advisory and hazard events while using battery power. The log confirmed driveline power fault on (B)(6) 2023 at 8:23 and continued for the remainder of the log. A modular cable has returned with no additional information.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.